Event description:
Since initial implant the patient had three procedures due to catheter issues. The second event was a catheter kink. The patient had surgery and the catheter was replaced. The patient experienced increased pain. (See manufacturer reports # 3004209178-2009-00470 and # 3004209178-2009-00815).

Manufacturer narrative:
See manufacturer report 3004209178-2009-00470 for results of pump analysis. The catheter was not returned.